Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed due to water invasion inside the connector. In addition, the plastic distal end cover was deformed. The bending section cover adhesive was separating. Universal cord was scratched. The plug unit and cable had damaged housing. The scope connector cover was corroded. The bending angle was reduced. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 (scope communication error) code during preparation for use. There was report of patient harm associated with this event.

Event description:
Additional information was provided regarding this event. The event occurred prior to procedure. The unspecified bronchoscopy was completed using a replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, water invaded the device while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.